Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys total psa immunoassay (tpsa) result for 1 patient sample tested on a cobas 6000 e 601 module. The initial tpsa result from the heparin primary tube was 6.71 ng/ml. The result was released to the clinician who questioned the result and requested free psa testing, no specific results provided. On (B)(6) 2018, the heparin primary tube was retested and a tpsa result of 3.66 ng/ml was obtained. Also on (B)(6) 2018, a serum tube sample of the patient which had been stored in the blood bank was tested and a tpsa result of 3.67 ng/ml was obtained. There was no allegation of an adverse event. There were no clots or particulate visible in the sample. Rack adapters were used. Calibration and qc results were acceptable. The initial tpsa result was from tpsa reagent lot 291528 with an expiration date of 31-mar-2019. A field engineering specialist changed the measuring cells. Performance and precision testing was performed with acceptable results. The same primary heparin patient sample tube had precision testing performed following the service visit and a tpsa mean result of 3.72 ng/ml was obtained. Further investigation determined that based on the information provided an assay related issue could not be detected. Qc and calibration data provided was inconspicuous. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
A free psa result of 0.78 ng/ml was obtained on 07-jun-2018.